Manufacturer narrative:
This report is for an unknown quantity of unknown screws. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an attempted hardware removal surgery on (B)(6) 2016 to remove a locking compression plate (lcp) and associated unknown screws, the surgeon was not able to remove extract the screws because they were worn. The procedure was aborted. A second surgery was performed on (B)(6) 2016. During the second surgery, the surgeon was able to successfully remove the screws and lcp using two special drill bits and an extraction pin set. This complaint addresses the first surgery in which the surgeon could not remove the unknown screws due to wear, resulting in a second surgery. The reason for the hardware removal is addressed and reported in related complaint (B)(4). The hardware was initially implanted on (B)(6) 2016. This report is for an unknown quantity of unknown screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts: extraction set (part and lot unknown, quantity 1); locking compression plate (lcp) lcp-plt 4.5/5.0, right, 5 holes, length 140 mm, titanium alloy (tan) (part 422.220, lot 9757822, quantity 1). It was reported the device was discarded by the facility.